Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and calibrations for the generator interface pcb were evaluated and reloaded. Replacement of the pcb assembly itself was recommended to the customer. The system was tested, found to be working as intended and put back into service.